Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the angio-seal device arteriotomy locator did not snap or lock into the angio-seal delivery sheath and came apart as it was advance into the artery. The locator and sheath were then pushed back together and then re-advanced back into the artery and a successful angio-seal deployment was achieved. The patient was reported to be doing good and was discharged home. The deployment of the angio-seal was successful. Additional information was received on 31jul2019. The procedure performed was a peripheral intervention using a 6fr sheath.